Manufacturer narrative:
All available information was investigated, and the reported unintended movement of clip opening while locked and slda could not be replicated in a testing environment. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information reviewed, a cause for the reported clip opened while locked and incomplete coaptation / slda cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. Additionally, the imaging provided by the account were further reviewed by an abbott senior clinical engineer. The reviewer noted that "two (2) fluoroscopic videos of the reported cds were provided. The first video (titled "per_passau-fluro") shows the reported cds with the delivery catheter (dc) slightly extended such that the radiopaque tip ring is ~1-2 cm from the steerable sleeve soft tip. The clip is connected to the l-lock shaft of the dc and appears to be in a closed position. Due to the angle of the fluoro view and quality of the video (low resolution) the clip arm angle cannot be further assessed. Presumably, the video was taken right before or during deployment maneuvers; it is unclear at which precise moment the video was taken. In the second video (titled ""per_passau-opening") the sgc and fully deployed clip can be visualized; there is no cds in view indicating it was taken post deployment, after the cds was removed. There is a notable change in the clip's relative position, as compared to the pre-deployment video, such that the clip's "core components" (connector, threaded stud) have rotated and the clip arm plane is more perpendicular to the fluoro line of sight. This is indicative of a misaligned grasp. Misalignment with the valve plane and/or line of coaptation during leaflet grasping & deployment may result in tension on the clip, resulting in clip movement post deployment. The clip arm angle in the second video (post deployment) appears to be ~20°-30°; this is an estimation based on a visual assessment with the naked eye and is not confirmed. As the clip arm angle is not visible or assessable in the pre-deployment video, it cannot be determined if a cowl event occurred based on the cine provided."

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening while locked and a single leaflet device attachment. It was reported that on (B)(6) 2023, a patient presented with grade 4+ degenerative mitral regurgitation (mr), pre-procedure pressure gradient of 4.0 mmhg, a restricted posterior leaflet, dilated left atrium, and prolapsed anterior leaflet. During a mitraclip procedure with an xtw, there was a rise in mr at the medial side of the clip after deployment. Fluoroscopy was checked and the clip had opened from fully closed (+/- 5 degrees) to approximately 40-50 degrees. The clip remained stable. A second clip was placed to further reduce the mr, but the gradient was not satisfactory. The second clip was removed, and the gradient improved from baseline (3.0 mmhg). There were no adverse patient effects or device malfunctions caused by the second clip. The final mr was grade 3, and the procedure was completed. There was no clinically significant delay or adverse patient sequelae. On 11feb2023, a transthoracic echocardiogram (tte) displayed a single leaflet device attachment (slda). The device was detached from the anterior leaflet. No additional information was provided.